Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl and a button anomaly. The customer¿s thresh suspended, but it doesn¿t say thresh suspend. The customer¿s act button is hard to push. The customer did not mention any symptoms of their blood glucose levels. Customer¿s blood glucose level was 395 mgdl at the time of the call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in were incorrect with the initial report. The correct information has been provided with this report. The insulin pump passed the functional test, including self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. All buttons functioning properly. No damage in the keypad assembly noted. No button error alarm noted. No unlocked lcd keypad connector during visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.